Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -14.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting and elevated intraocular pressure 28 mmhg; without pupil block. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional data: b5: on (B)(6) 2023, the lens was exchanged for the same model/ shorter length lens and the problem was resolved. Status of the eye "all fine!" And "patient is happy". Claim#: (B)(4).